Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for creatinine jaffe gen.2 (crea). The sample initially resulted as 3.05 mg/dl and this value was reported outside of the laboratory. The physician did not think that the result was plausible, so the sample was repeated. The repeat result was 0.69 mg/dl and this was within the reference range for the assay. The patient was not adversely affected. The crea reagent lot number was 616953. The reagent expiration date was asked for, but not provided. A specific root cause could not be determined based on the provided information. Based on the data, it is assumed that the issue is related to pre-analytic handling of the sample.